Event description:
It was reported the device has no sound and a speaker malfunction inop error message. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and could not confirm the no audio issue. The device passed the sound test. As a precaution the brt replaced the speaker assembly. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.